Event description:
A report was received that the patient was having irritation in the pocket site and it was painful around the stimulator. The patient underwent ipg removal. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.